Event description:
As per report, "nurse began drawing up methylprednisolone and medication began spilling out of back end of syringe. When problem was realized, nurse looked at syringe and found that the black rubber plunger/stopper in 3ml syringe appears malformed." Manufacturer response for 3ml syringe, (brand not provided) (per site reporter) sales rep reported issue to manufacturer. Bd has requested additional information and the product back for follow-up.